Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2019, the patient underwent a thrombectomy procedure in the m2 of the middle cerebral artery (mca) using a penumbra system jet 7 aspiration catheter (jet7). After the index procedure, the physician found a small sub-arachnoid hemorrhage (sah), which could be contrast or a hemorrhage. The sah is asymptomatic. As of (B)(6) 2019, this event is unresolved and no additional action was taken to address this event. The sah was adjudicated to be an adverse event with a possible relationship to the jet7 and a probable relationship to the index procedure.